Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) to report that there was an ancillary queue loop out of tolerance thermal error with a burning smell from the ancillary queue area of the advia centaur xp analyzer, which caused a delay in testing. Siemens aided the customer in resetting the thermals and rebooting the analyzer. However; the issue persisted. The customer removed the reagents from the system, covered the reagents with parafilm and stored them in a refrigerator. The customer turned off the system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. Siemens is investigating.

Event description:
The customer observed an ancillary queue loop out of tolerance thermal error and a burning smell from the ancillary queue area of the advia centaur xp analyzer, causing a delay in testing patient samples. There are no known reports of patient intervention or adverse health consequences due to the delay.

Manufacturer narrative:
The initial MDR 2432235-2022-00300 was filed on 15-nov-2022. Additional information (15-dec-2022): a siemens customer service engineer (cse) replaced a thermoelectric device (ted) assembly and an uninterruptible power supply (ups). The cse rebooted the system and verified proper ancillary temperature. The cse replaced and aligned reagent probe 3 and handed the system to the customer to run calibration and quality controls (qc). The customer performed calibration and qc with no issues. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.